Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and an obturator sling was implanted. On (B)(6) 2000, the patient had another surgical procedure and another unknown mesh, possibly an ams mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): it was reported that concomittantly the patient underwent a cystouretoscopy and suprapubic catheter placement. Following the procedure, the patient experienced mesh erosion, dyspareunia, urinary retention and urinary problems, leaking, severe incontinence, bladder spasms, incontinence interstitial cystitis, pelvic pain, pelvic and lower abdominal sharp pain, abdominal pain, pain, chronic pain, vaginal scaring, multiple explant surgeries, loss of sexual relations, emotional distress, change in lifestyle, constant pain, change in marital relationship, loss of enjoyment of life and activities, humiliation and loss of self esteem. The patient underwent mesh revision/removal on (B)(6) 2010 due to pain, mesh erosion, dyspareunia, lower abdominal sharp pain, pulling, urinary problems and lack of sexual relations. The patient received treatment from 2004 - 2006:urethral dilation, heparin treatments, enablex, hrt and elmiron. As of (B)(6) 2012, the patient reported that all or part of the mesh remains implanted and removal was recommended. The patient also underwent the following procedures: (B)(6) 2004: sling revision for urinary retention and suprapubic catheter removal. (B)(6) 2005: laparotomy, incisional hernia repair excision of scar tissue and neuroma. (B)(6) 2008: repair three, ventral hernias with surgipro mesh and excision of fibrotic tissue with suture granuloma removal. (B)(6) 2008: drainage of abdominal wall seroma, placement jp drain. (B)(6) 2010: surgery for mesh removal, urethrolysis, removal of old sling. (B)(6) 2010: surgery for mesh removal, new sling placed, cyctoysis, excision of vaginal scarring. (B)(6) 2011: phase one interstim, permanent placement of sacral nerve neurostimulator in upper left buttocks. (B)(6) 2012: removal of previous neurostimulator and placement of bilateral interstim ii. No additional information is provided at this time. (B)(4). This is one of three medwatches being submitted. See also medwatch 2210968-2012-06236 and 2210968-2013-06029. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. The patient underwent a mesh revision procedure on (B)(6) 2004. No additional information is provided at this time. This is one of two medwatches being submitted. See also medwatch 2210968-2012-06236. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2000 and mesh was implanted. It was reported that patient underwent cystoscopy on (B)(6) 2009 due to persistent pelvic pain, mesh erosion and urinary incontinence. The patient underwent removal extension leads, insertion of internal pulse generator and programming of pulse generator due to mesh complications on (B)(6) 2011.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.